Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that insulin pump had been beeping and showing message stuck button. Customer was advised to place the pump in storage mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged stuck button alarm found on december 21, 2021. The insulin pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace and history files using thus. No stuck button alarm noted during testing. A review of the history files shows that on december 20, 2021 there as a stuck button alarm at 22:28 and then on december 21, 2021 there was another stuck button alarm at 20:40 that occurred. The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), vibrate harness assembly, motor and force sensor. The keypad connector on electrical board 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, stained serial number label, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Stuck button alarm not confirmed. No stuck button alarm noted during testing. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.